Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. Then balloon, markerbands, proximal bond and tip were microscopically examined. A circumferential tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After performing ablation with rota 1.75 mm, post-dilatation was attempted with a non- bsc balloon catheter but the balloon ruptured. Subsequently, a 12mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Ablation was performed again with a 2.00mm rota and the procedure was completed with a 3.25mm non-bsc device. No patient complications were reported and the patient's status was good.